Event description:
The home care provider (hcp) reported the following: (1) that when a driver disconnected the portable liquid oxygen unit from the c41 after fill in a pt's home, the c41 quick connect froze open causing liquid oxygen to leak. (2) the driver rec'd a cold injury to the inside of his left hand from his thumb to his index finger. (3) he was treated and released for 1st and 2nd degree burns. Reference our complaint file # cgmp19974566.

Manufacturer narrative:
The c41 passed all functional tests; the reported problem could not be duplicated. Based on the results of co's eval and conversations with the home care provider, improper filling techniques may have caused the reported malfunction. Co spoke to the home care provider about proper filling techniques, specifically to keep the fill connectors clean and dry, and no malfunctions have been reported since this incident.